Event description:
It was reported from terumo shonan implant was early detached: after preparation, the physician felt an unusual response from the pusher when manipulating the coil in a guiding catheter. The coil was withdrawn, and it was found that the implant had been detached. As the implant was detached within the guiding catheter, the implant was successfully removed from the patient by removing the guiding catheter. Another azur coil was then used to continue the procedure. Subsequently, the procedure was successfully completed. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.